Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, e3, g2, h3, h4, h6, h11. The device was returned to the regional repair center for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the video cable is broken and the fiber bonding in the outer tube area (distal end) is damaged. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the customer¿s allegation, the video cable is broken and therefore stripes in image occur and, regarding the newly identified malfunction, it is likely the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope experienced a flickering image. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Event description:
It was reported that the rigid video scope experienced a flickering image. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.